Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator displayed a lower oxygen level than the set value. Oxygen sensor calibration was performed but it did not resolve the issue. The patient was transferred to another ventilator and there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.